Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "one of the leads failed" and "they replaced it". The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.